Manufacturer narrative:
For 35 of the 36 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve 7 of the reported events, the power management board was replaced, to resolve 9 of the reported events, the sensor interface board was replaced, to resolve 4 of the reported events, the anesthesia control board was replaced, to resolve 2 of the reported events, the carrier board was replaced. The following parts were replaced to resolve the reported events: compactflash card for 1 unit, anesthesia control board, sensor interface board, and cable for 1 unit, sensor interface board and flow sensors for 1 unit, anesthesia control board and the sensor interface board for 1 unit, anesthesia control board, the sensor interface board, and the power supply for 1 unit, anesthesia control board and the carrier board for 1 unit, flow interface board for 1 unit, transient board for 1 unit, compressed air needle valve for 1 unit, bag to vent switch for 1 unit, and drive gas check valve and the gas inlet valve for 1 unit. For 1 unit, the connection between the display unit and the anesthesia computer board was disconnected. The connection was re-seated and tightened to resolve the reported. For 1 unit, the system signal cable was reconnected to the display to resolve the reported issue. For 1 of the 36 events, a ge healthcare service representative performed a log review but did not find any errors. The user rebooted the system to resolve the reported issue.

Event description:
This report summarizes <noe> 36 <noe> malfunction events. A review of the events indicated that model 1012-9620-000 anesthesia gas machine experienced therapeutic output failure. 20 events were reported for a malfunction preventing mechanical ventilation, 10 events reported for a malfunction causing a loss of mechanical, 1 event reported for an electronic malfunction preventing volume control mechanical ventilation, 1 event reported for an internal fault which could cause the unit to switch off resulting in the loss of mechanical ventilation, 1 event reported for a unit did not work on ac power preventing mechanical ventilation, 1 event reported for an error of no flow sensor detected preventing mechanical ventilation, 1 unit reported for a malfunction causing high air flow that cannot be adjusted preventing all modes of ventilation, 1 event reported for a malfunction preventing the selection of the desired mode of ventilation. These reports were received from various sources. Of the 36 events, 33 did not involve a patient, and 3 did involve a patient. There was no patient information available.